Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient went into the clinic for a routine check and noise was noted on an atrial fibrillation (af) episode. The clinic decided to adjust the patient's atrial sensitivity. As well, the patient's heart rate spiked during the parameter adjustment. It was also noted that the heart rate spike was due to the device's rate drop response with low rate detect settings were turned on. That setting was turned off and the device is still in use. No patient complications have been reported as a result of this event.